Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the tip-up fenestrated grasper was defective but not additional information was provided. There was no report of patient involvement or no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.